Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for routine follow-up in a clinic, a device interrogation showed low battery bar graph. Abbot technical services indicated that the gauge was providing inaccurate measurements of the battery life. A note was programmed into the device so that other clinicians are aware of the inaccurate battery. No other intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.